Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the listed device was in use during a thoracic surgery. The blanket was set to the highest temperature, 44 degrees, for two hours. No alarms came on during the use of the product. Following the use of the blanket, 2nd degree burns were discovered on the patient's lower extremity where the skin came in contact with the blanket. The pattern of the burns matched the pattern of the performations on the blanket.